Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed following visual inspection. Method and results: device evaluation and results: visual inspection: was performed as part of the material analysis report (mar), dated 07-mar-2016. Images of the device are included in the mar. The inspection noted: "the parts were examined with the aid of a stereo microscope at magnifications up to 50x. The device broke in the distal region of the stem at approximately 4 inches from the distal tip. This region of the stem should be fully supported by the cement mantel. The distal side fracture exhibited notable post fracture abrasion so all subsequent images were from the proximal side fracture. Beach marks, clearly visible on this image, indicate the fracture progressed through fatigue. The fracture originated on the lateral side of the implant and progressed to the medial side. The lateral surface exhibited a smooth surface with no visible defects that would be detrimental to the implant. The proximal side of the device was put into the scanning electron microscope (sem) for further evaluation." A material analysis report concluded: "the device broke in the distal region of the stem likely due to cement mantel breakdown. The exact cause of the fracture origin could not be determined due to post fracture abrasion in the region of the fracture origin. The device fractured through fatigue with final fracture occurring in ductile overload. The base metal was a fe-cr-ni-mn-mo alloy consistent with an astm f1586 and/or iso 5832-9 material. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: a review of the provided information by a clinical consultant noted: "the primary stem was replaced with an exeter stem placed in less varus and cemented into previous cement mantel. Cement mantel breakdown which led to the compromise of the cement fixation of the proximal stem led to cyclic loading at the junction of the fixed distal stem and the loose proximal stem resulting in an inevitable fatigue fracture at this level initiated laterally. Examination of the explanted component and material analysis report confirm this mechanism and rule out factors of faulty component manufacturing or materials as contributing to this clinical situation." Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: "the primary stem was replaced with an exeter stem placed in less varus and cemented into previous cement mantel. Cement mantel breakdown which led to the compromise of the cement fixation of the proximal stem led to cyclic loading at the junction of the fixed distal stem and the loose proximal stem resulting in an inevitable fatigue fracture at this level initiated laterally. Examination of the explanted component and material analysis report confirm this mechanism and rule out factors of faulty component manufacturing or materials as contributing to this clinical situation." If additional information becomes available, this investigation will be reopened.

Event description:
A letter received from a patient indicated, "on (B)(6) 2008 another surgery was needed to replace a fractured proximal stem. Because of the nature of the fracture and the clean break, I am concerned that this was in fact a defective device." A review of the provided op report and x-rays confirmed that the correct date of the procedure is (B)(6) 2013.

Manufacturer narrative:
It was indicated that the patient is being represented by legal counsel. A supplemental report will be submitted upon completion of the investigation. Legal case.

Event description:
A letter received from a patient indicated, "on (B)(6) 2008 another surgery was needed to replace a fractured proximal stem. Because of the nature of the fracture and the clean break, I am concerned that this was in fact a defective device." A review of the provided op report and x-rays confirmed that the correct date of the procedure is (B)(6) 2013.